Manufacturer narrative:
The device was not returned to ventec for evaluation. The cause of the report issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device was providing low fio2 (fraction of inspired oxygen) readings. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the initial reporter was not provided with the device's serial number.